Event description:
The complainant reported that a patient was on impella cp support due to chest pain/atrial fibrillation. While on support, bleeding was identified at impella site, likely caused by initial stick/placement of swan before being moved to left side. Fem stop was placed. The bleeding was resolved after transferring the swan to the left side. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation into the impella cp has been completed. No product was returned. Per the clinical investigation, the root cause of access site bleeding is determined to be use issue because the initial stick that was used for swan was also used for inserting impella. The bleeding was resolved after transferring the swan to the left side. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿